Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 9:30 pm the patient obtained the blood glucose reading of 278 mg/dl on the reported meter and a reading of 125 mg/dl on a hospital meter within 30 minutes of each other. At that time, the patient was in the hospital and suffering from a bad cold infection. On (B)(6) 2013 at 12:00 pm the patient obtained the blood glucose reading of 260 mg/dl on the reported meter. At 4:00 pm the patient experienced the symptoms of sweating, feeling cold, dizziness and nausea. The patient ate candy, but this did not lessen her symptoms. While symptomatic, the nurse tested the patient's blood glucose level to be 120 mg/dl. She received no treatment. The patient manages her diabetes with lantus insulin 40 units and the oral diabetes medication metformin 850 mg. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient was already hospitalized and suffering from an infection; the reported symptoms were not resolved with the food consumed, and the patient received no treatment. However, as the test results from (B)(6) 2013 fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.